Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to experienced high blood glucose level and diabetic ketoacidosis on (B)(6) 2022.  Customer's blood glucose value was over 600 mg/dl at the time of the incident. Another blood glucose level was 381 mg/dl. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, stomached. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer received insulin pump error alarm and they were able to clear the alarm and received request to rewind the insulin pump and complete rewind. Customer did not allege insulin pump was under delivering no further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black the customer was hospitalized for alleged diabetic ketoacidosis and insulin pump error alarm on (B)(6) 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below the insulin pump error alarm listed in the device history file on the event date. (B)(6) 2022 20:56:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2022 21:06:00.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2022 21:07:34.000 alarmalertcleared (42) faultnumber: postresetramcrcalarm (23) the device was monitored without the test energizer battery inside the battery compartment and then reinsert the test battery into the battery compartment for less than 10 minutes. No unexpected insulin pump error alarm noted during testing. The device passed the functional testing. Unable to confirm alleged diabetic ketoacidosis. Insulin pump error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.